Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects, screw is still attached.

Event description:
Pt returned with mobility, place new bone graft.